Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed: mechanical (g04) - stem visual examination of the returned product identified the hex driver has visible wear to the tip. The body has worn marks on the face surrounding the threaded hole. The screw has fractured inside of the stem. No measurements were taken due to the screw being fractured inside of the returned devices and could not be removed. The fractured screw inside the stem was further analyzed through sem and revealed the device possibly fractured due to torsional overload. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. Based on the product return, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 31-301852 arcos 3.5mm hex drive zb7211474. G2: foreign: switzerland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an arcos 17x150mm was implanted, however, the proximal part was not sufficient to avoid luxation. The surgeon wanted to decoapt the proximal part to change the rotation. The locking screws were inserted and when the surgeon went to unscrew the hexagonal print fractured, and the surgeon could not decoapt the piece. The surgeon decided to take out the piece to change the rotation. The procedure was completed with another implant. No additional information available on the reported event.